Event description:
The following information indicated that the implantable neurostimulator (ins) was abandoned in the patient: "it was stated that the extension wire was cut at the battery implant site because the healthcare professional (hcp) did not want to completely open the incision up and remove the battery in order to unscrew the extension wire. It was stated that the product segment was not replaced." Rfr code updated.

Event description:
It was reported that a patient underwent partial explantation of an extension segment due to a possible infection. It was reported that the patient had drainage at the incisional wound opening, pain, and redness at the lead extension connection location. It was stated that the extension wire was cut at the battery implant site because the healthcare professional (hcp) did not want to completely open the incision up and remove the battery in order to unscrew the extension wire. It was stated that the product segment was not replaced. It was stated that the hospital was in possession of the explanted segment, but it was unknown whether it would be returned to the manufacturer. It was reported that high impedances (>40,000 ohms) were discovered during routine interrogation, but it was noted that it was not the reason for the removal. It was stated that the extension was being removed due to infection, and the impedance issue was found during the procedure. It was reported that the lead wire was tested and all impedances were normal. It was stated that ¿we assumed the fault was in the extension wire¿. It was reported that the patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3708640, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type extension, product ID 3387s-40, lot# va0au2v, implanted: 2013-(B)(6), product type lead, product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).